Event description:
Pt underwent a previous segmental resection of the mandibular bone on an unk date. The plate broke post-operatively and pt was revised to another plate. During the mandibulectomy revision procedure, the matrix mandible reconstruction plate was contoured by bending and attached to the mandible. Pt slept on surgical site and the affected area of the mandible swelled. Reportedly, surgeon noticed that the device was damaged.

Manufacturer narrative:
Investigation is on going. No conclusion could be drawn as no device was returned. Review of the mfg records has been requested.

Manufacturer narrative:
Device was used for treatment. The manufacturing papers were reviewed and found no deviations regarding material analysis, strength and structural stability; values were in compliance with the technical drawings and ao/asif specifications. The cross section surface shows no irregularities. As no detailed clinical information is available, the cause of the breakage can not be determined.